Manufacturer narrative:
(B)(4). This is a report of a patient who experienced a system error 2240 due to a use error further described as the supply bag line was not secured to the bag and disconnected. Use errors and proper user instructions are addressed in ¿the homechoice and homechoice pro systems patient at-home guide¿, which is shipped with every homechoice device. The guide instructs the user to check all disposable set connections for a secure fit before beginning therapy. Also, it instructs the user to check lines for disconnected solution bags. It provides step-by-step instructions for connecting the solution bags. It warns the user that if a bag becomes disconnected during therapy, the user should follow the end therapy early procedure. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a transfer set broke at the connection during dwell five of five on the homechoice. The patient stated that they became disconnected from the patient line. The technical service representative assisted the patient with ending therapy. Product surveillance spoke with the peritoneal dialysis nurse (pdn) regarding the connection issue with the transfer set. Per the pdn, the patient was in dwell and went to use the washroom and the transfer set got wrapped up in the door handle and disconnected from the patient line. The pdn stated everything looked fine with the patient and the patient was able to resume therapy without any problems. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.